Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD), low out of range shock impedance measurements were noted. Technical services (ts) was consulted in the moment, and it was suggested that there could be possible interference. Therefore, once the patient was out of the room and placed into recovery, the impedances were back in range. The clinical representative indicated that electromagnetic interference (emi) was the source the low impedance measurements. No adverse patient effects were reported. This ICD remains in service.